Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracoscopy. According to the reporter: during a clinical evaluation the seal part was broken in two products consecutively. A surgeon commented that at thoracoscopic lymph node dissection a surgeon felt the seal part seemed to be broken. He continued to use it to complete the thoracoscopic operations as was almost to be finished. Later, during the abdominal procedure, the damaged port was replaced for new one under instruction of another doctor. Upon inserting an instrument into the second port, the seal part was broken. The textile part as well as the ring part at the center was torn. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.